Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several weeks after the device implant, the patient began to experience pleuritic chest pain which was described as sharp. A computerized tomography study showed the presence of a moderate circumferential pericardial effusion. The patient was placed on anti-inflammatory medication and the implantable cardioverter defibrillator (ICD) system remains in use. The patient is a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting the patient's condition resolved. Also, it is not known if the event was associated with a stitch abscess as resolution took place before the patient was seen in the clinic.